Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a right radial artery access approach during a procedure of the left anterior descending (lad) artery the 2.50 x 23 mm xience xpedition stent delivery system (sds) was being advanced with resistance in the 6 fr non-abbott guide catheter when the distal shaft separated while in the guide catheter. Under fluoroscopy the distal shaft fragment and stent implant were noted to remain in the guide catheter. The proximal portion of the sds was removed from the guide catheter without issue. The distal device segment, guide catheter, and guide wire were removed from the anatomy as a system without reported adverse patient effect. The procedure was aborted and no intervention was performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.